Manufacturer narrative:
The device has not yet been returned; therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4). The novasure radio frequency controller was returned for evaluation. The controller passed all functional testing.

Event description:
It was initially reported that a patient was found to have a bowel burn and it was believed that she went home the same day. Additional information was obtained that noted a novasure endometrial ablation procedure was completed with no issue. The patient was scheduled to have a laparoscopic procedure done as well and during the laparoscopy it was noted that there was a "charring through the uterus to the bowel" and a uterine perforation and bowel burn was found. A general surgeon evaluated the patient and performed an over sewing of the bowel. The patient was admitted overnight for observation and discharged home the following day.

Manufacturer narrative:
The returned disposable device was received and tested. The device passed all functional testing. We are unable to establish a relationships between the device and the issue reported.